Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken stylet is confirmed and was determined to be use-related. One 5 fr dual lumen powerpicc with a hydrophilic stiffening stylet was returned for evaluation. An initial visual observation revealed the stylet core wire was broken and the coiled wire was unraveled and entangled. Use residue was observed on the stylet and the catheter. The catheter was observed to be cut at the 45 cm depth marking, and the length of the core wire of the stylet distal to the t-lock was of approximate equal length to the catheter. A microscopic observation of the core wire revealed the fracture site was angled but mostly flat with lustrous fracture surface. Striations were also observed on the fracture site, and a slight elevation was observed at its center resembling a ridge formation. These observed features suggest the stylet was likely cut with a sharp instrument such as scissors. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that in the orthopedics department during PICC case, a thread-like object was found when the guidewire was pulled out. It was confirmed the entire length of the stylet had been pulled out of the catheter and it had split into two halfway through. There were signs of catheter trimming, it is possible the stylet was cut when the catheter was adjusted.